Manufacturer narrative:
Missing lot information and placement/removal dates were requested from the initial reporter. A follow up report will be submitted when the information becomes available. The best estimate of the date of event was provided. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported the immediate dental implant placed in ada site 8 in the mouth failed in type iii bone. The implant was torqued manually to 40 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Missing lot information and placement/removal dates were requested from the initial reporter. A follow up report will be submitted when the information becomes available. The best estimate of the date of event was provided. Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
The clinician reported the immediate dental implant placed in ada site 8 in the mouth failed in type iii bone. The implant was torqued manually to 40 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).